Event description:
It was reported to boston scientific corporation that a resolution clip device was used for a post polypectomy bleed. According to the complainant, the clip would not come out of the sheath, when they attempted to expose it within the patient. They used a second of the same device and completed the case without complications. The bleeding was not exacerbated due to this event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device model, or lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)